Manufacturer narrative:
Investigation completed on- 01/13/2025. A getinge field service engineer (fse) evaluated the unit and found that the pressure transducer interface cable is defective and replaced that defective cable with a new one. The arterial blood pressure waveform is now displayed on the screen. Unit is working satisfactorily. Unit was handed over to the customer in good working condition.

Event description:
It was reported by the customer that during routine check cardiosave intra-aortic balloon pump (iabp) shows no arterial blood press. There was no patient involvement.